Event description:
During baxter's eval a device alarmed for upstream occlusions. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. The eval found that the upstream occlusion alarms were caused by the ultrasonic sensor being out of specification. In addition, review of the history log confirmed the alarms. The ultrasonic sensor was replaced.